Event description:
Letter of representation received: claimant sustained personal injuries as the result of an incident, whereby our client used the product and was burned.as a result of this incident, a claim is being made against your insured.

Manufacturer narrative:
Due to distributors reporting MDR directly on the maude data system on the FDA official website without informing the sales department of the informati on, the sales department did not regularly collect feedback information from distributors and did not realize the need to proactively check whether the co mpany has MDR on the maude data system on the FDA official website. They only believed that only information directly complained to our company by cust omers needs to be processed, resulting in the company not being aware of this MDR. The MDR report is as follows: MDR report #3012316249-2020-00032. Letter of representation received:claimant sustained personal injuries as the result of an incident, whereby our client used the product and was burned.as a result of this incident,a claim is being made against your insured. Received a letter from the representative: the claimant suffered personal injury due to an incident in which our customer used the product and was burned. As a result of this incident, a claim is being made against your insured. MDR report # 3012316249-2020-00032 occurred in 2020, and now it has expired. For details, please refer to customer survey record form no: (B)(4).